Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. An 18f manta was used for closure following a tavr procedure. In the event details it was noted there was "perfect deployment" of the manta; however, the angiogram revealed no flow distal to the manta. During the procedure the valve sheath was inadvertently removed without the dilator which all 3 physicians on the case agreed caused a small dissection prior to manta deployment. Balloon angioplasty and a self-expanding stent were used. The IFU was reviewed and confirmed to state that local trauma to the femoral artery wall, such as dissection, is a potential adverse event when using a vascular closure device. Additionally, the safety and effectiveness of the manta device has not been evaluated in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: perfect deployment of the manta, however, contralateral angio revealed no flow distal to the manta. It was determined by all 3 physicians that the valve sheath was inadvertently removed without the dilator and caused a small dissection at the arteriotomy site prior to the manta being deployed. Physicians unanimously agreed it had nothing to do with the manta. Balloon angioplasty and self-expanding stent was placed.